Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's (B)(4) needing assistance to open the door on the homechoice (hc) machine during dwell 1. The home patient (hp) stated that she fell asleep in her recliner when her dog bit into her patient line and it started to leak. The hp pressed stop and disconnected. The technical service representative (tsr) assisted the hp to reset the hc back to load the cassette to open the door and remove the set up. The tsr referred the hp to the on call nurse for further medical instructions. (B)(4) contacted the hp regarding the reported event. The hp stated that after she discovered the hole in the line, she went to the clinic where they gave her a special infusion of antibiotics. The hp stated she had no adverse events as a result of this. The event took place during drain, so no solution went into the patient. The hp stated she discarded the sample and did not know the lot number. There was no patient injury as a result of this event.